Event description:
It was reported that during an unknown procedure, the blade was sheared off the device. The active blade was broken off the device. One device with the broken blade will be returned. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.